Manufacturer narrative:
Additional information: device MFR date. The lens was not returned to b+l for evaluation; therefore, product evaluation could not be conducted. One retain sample from the same lot (7463829) was dimensionally inspected and all measurements were within specification. The device history records were reviewed and there were no discrepancies or unusual findings that relate to this complaint. Based on the information available, the exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was exchanged due to unspecified reason. This report reference lens 3 of 3. It is unclear if the 3 lenses were associated with one patient or multiple patients. Despite multiple attempts to obtain additional information, no additional information has been received.

Manufacturer narrative:
Additional information: age/date of birth, describe event or problem, implant date, explant date, initial reporter, occupation, event problem codes. Device evaluated by MFR?.

Event description:
Received additional information indicating the patient presented significant visual photopsia and visual distortion in the right eye secondary to decentered intraocular lens. The lens was explanted and another lens of different model was implanted.